Event description:
It was reported to smi that while in use a portion of the catheter became detached and remained in the pt's lungs. Medical intervention was required to remove the catheter from the lungs. After intervention it was reported the pt was doing fine.